Event description:
During an atypical segmential resection procedure, the knife did not cut. The surgeon applied another device without pt injury.

Manufacturer narrative:
6/23/1997-supplemental report #1 submitted to FDA.